Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that the vitrectomy probe had no cutting before vitrectomy surgery. The aspiration condition was normal. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received with a tip protector in a tray. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe were unable to be tested due to the actuation failure due to no presence of the inner cutter in the port. The probe was disassembled, and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, the fillet was deemed conforming, no presence of adhesive observed on the inner cutter. Wear marks observed at one location on the inner cutter. Gouge marks observed at a couple areas on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached was reviewed by the investigation site. The photo shows a pack label with same product and lot number as reported. The complaint evaluation was unable to confirm the reported cut failure due to no presence of the inner cutter in the port. However, the no presence of the inner cutter in the port is a potential contributor factor of the reported cut failure at the time reported event was observed. The cause for the inner cutter remaining in the port is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined; however, a manufacturing related root cause cannot be ruled out. Although the reported event was reported to have occurred prior to surgery, the nominal wear indicates the probe has been used. A non-conformance investigation has been initiated associated with the inner cutter/coupling detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).